Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cup: ref. 01.26.45.0050 / lot 125368 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) cups belonging to this lot have been already sold w/o any similar event. From the data collected, there are no evidences that the event is device related, but it is more likely due to a wrong positioning of the cup, as written by the complainer in his report.